Event description:
Boston scientific resolution 360 ultra clip was being used during colonoscopy sp/polypectomy. Catheter, with clip was advanced out of scope and then withdrawn into scope to get a better position for clip placement. When scope position was achieved, dr. Attempted to advance catheter out of the scope, but significant resistance was met, and catheter could not be advanced out of the scope. Catheter was withdrawn from the scope and a biopsy forcep put down to assess the obstruction. The biopsy forcep did exit the scope and pushed out the clip that had been dislodged from the catheter. Dr. Then proceeded to find and remove the clip from the patient. The clip was able to be retrieved with a roth net. Gtin# (B)(4)/ lot # 33898226.